Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was powering off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2011 at 12:30pm. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. According to the csr's documentation, the patient did not take any action in response to the alleged power issue and consequently, 15-20 minutes later, the patient allegedly developed a symptom of shaking and fell down. At an unknown time later the patient claimed he went to the emergency room (ER). At approximately 3:30pm, the patient reportedly received food and/or drink from a health care professional (hcp) as treatment and one hour later, the patient allegedly obtained a blood glucose result of "168mg/dl" with the ER/hospital's meter. At the time of troubleshooting, the csr noted that the subject meter's batteries were not replaced per owner's booklet recommendation. The patient denied any trauma to the subject meter. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.